Event description:
Temperature alarms were reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support was informed, and it was resolved by processing a pump replacement. The replacement pump serial number (B)(6) was provided to ensure uninterrupted insulin delivery, and the customer's shipping address was confirmed. The customer was informed about the need for replacement and received instructions for storage mode transport.